Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was reported from an unknown location during use of a homechoice cassette which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during an unknown cycle of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a leak from an unspecified location during use of a homechoice cassette that led to this alarm; the table was wet when removing the supplies. The patient notified the nurse regarding the event. There was no patient injury or medical intervention associated with this event. No additional information is available.